Manufacturer narrative:
D4: the lot number is unknown; therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with the minicap transfer set. The cassette and transfer set were separated by force because they were not well separated, and a different sound than usual was made during the separation process. This occurred after use of the devices for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, and h11. H11: the device was received for evaluation with a mini cap attached to the female connector. Visual inspection was performed and a separation between the female connector and main body was observed. Leak, clear passage, and clamp function testing were performed and no issues were observed. The female connector was connected and disconnected by hand using the returned mini cap and no issues were observed. The reported connection issue was not verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.